Manufacturer narrative:
Batch review performed on 23 april 2021: lot 2006270: (B)(4) items manufactured and released on 27-oct-2020. Expiration date: 2025-10-14 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold. No other similar events have been reported on this lot.

Event description:
3 weeks after the primary surgery loosening of the stem that was likely undersized during primary surgery. The surgeon revised successfully stem, head and liner.